Event description:
It was reported that the patient presented with pacemaker infection with skin erosion, wound dehiscence of external surgical incision and device exposure. The pacemaker, right ventricular lead and right atrial lead were explanted. The pacemaker pocket was irrigated with antibiotic solution and closed. The patient was stable and reported no procedural complications.

Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
New information received notes that the patient was presented at the emergency room due to the skin erosion. The pacemaker system was explanted and replaced with a leadless pacemake